Event description:
During the preventative maintenance of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), discovered that the patient side manipulator (psm) had failed both slow sweep and weighted brake tests. The arm and damaged cables were replaced to correct the problem. No patient involvement or impact occurred. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The patient side manipulator (psm) was returned to isi for failure analysis investigation. Engineering found that the psm failed the in-house slow sweep test on axis-1. The axis-1 and axis-2 brakes were replaced to correct the problem. This complaint is being reported due to the patient side manipulator (psm) failing the slow sweep test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.